Manufacturer narrative:
The following sections were updated in follow-up 1. H11: it has been determined that when a defect is found during pre-op the current regulation determines the event as reportable. Therefore, this report has been updated to comply with the current regulation. The device was not returned for analysis; therefore, the investigation was focused on product documentation. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. However, the following controls are in place to mitigate the reported product issue. Per procedure (destino steerable guiding sheath in-process and final inspection) cap and seal are inspected, and the results are registered on the form. Sample size: ansi z 1.4, gen level I, normal, aql 1.5 normal leak test is performed according to procedures based on available leak tester. The leak test is performed by manufacturing personnel at 100% and is observed by quality assurance personnel. Per IFU: use the sideport, located at the handle, to inject contrast solution or flush the steerable sheath. The steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Aspiration and flushing of the sheath should be performed frequently to help minimize the potential for air embolism. For injecting or aspirating through the sheath, use the sideport only with stopcock. Prior to infusion, remove all air using the sideport. No corrective or preventive action resulted after investigation of this event. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported the event occurred during pre-op, there was no patient involved in this event. Device leaked from the valve, at the beginning of the hose on the side where the tap is located and at the turning mechanism. The issue was resolved using a new product. The patient did not receive treatment. The device is expected to be returned. No additional information is available.